Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady device went to end of life (eol) from 1.5 years remaining because automatic capture (ac) was turned on. An attempt to gather additional information has been made but was unsuccessful as there was no further information regarding this issue. The product remains in service. No adverse patient effects were reported.